Manufacturer narrative:
(B)(4). Batch #: u5ep4e. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present, and a battery was received. In addition, the metallic portion in the reported event was not returned from customer. Further analysis shows that the returned battery could be installed on device. No anomalies were found during the installation. Also, the device rotate, articulate and open/close on jaw. Closure and firing trigger were worked as intended. The device was tested for functionality in the straight position with a test reload and a test battery. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Furthermore, no damages were found inside of the override panel. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as no dislodge component was observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that after a thoracoscopic pneumonectomy, a wire-shaped piece of a metal(10mm×mm) was found on the drape. The piece fell off from the device. There was no piece left inside the patient. The device had no problem during use. It was found after the surgery was completed. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient. No further information is available.